Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the screw hole of the pacemaker was stripped. The pacemaker was not implanted, and an alternate device was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of the left ventricle (lv) setscrew is stripped was confirmed. Final analysis found incorrect wrench insertions by the user/physician into the setscrew inset affected both the atrial and ventricular setscrews. The likely cause of the reported was incorrect wrench insertion into the lv-setscrew by the physicians.